Event description:
A malfunction alarm with code malf 24 was reported, and there was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to switch to manual daily injections as a backup therapy and was sent a replacement pump with updated software. Technical support provided instructions on putting the pump into storage mode and explained the return process for the faulty pump, including the use of a pre-paid label and the need to return it within ten days. The customer understood and acknowledged the need to program settings and connect their continuous glucose monitor to the new pump.